Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The customer contact stated the device passed testing when evaluated by a third party biomedical engineering facility. (B) (4). (B) (4).

Event description:
The customer contact reported an unspecified "patient injury" while the device was in clinical use. No specific pt info, pump programming, or event details were provided. The customer contact indicated the device was sent to a third party biomedical engineering facility for "verification that the pump did not malfunction and infuse a large quantity of solution in a very short time." The customer contact stated, "I cannot give you a lot of info because the investigation is ongoing and it is considered confidential. I can tell you that the third party did evaluate the pump and found no problem. The pump was functioning perfectly fine. Our investigation as to whether an overdelivery occurred was not caused by the pump." Though requested, the customer contact declined to provided additional info including pt outcome.